Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Also, unit passed the delivery accuracy test at 0.0880 inches. No possible over or under delivery anomaly noted. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose, with blood glucose of 68 mg/dl at the time of the incident. The customer was at 96 mg/dl at the time of the call. The customer used food to treat. The customer believes the pump was over delivering as they have to take off the pump to get their blood glucose levels up. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the reservoir was showing more insulin than the pump display. The insulin pump will be returned for analysis.